Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. However, log file analysis reveals no signs of mechanical issues. Fsr should do verification check if service call is requested. No root cause has been determined yet because the investigation is still on going. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported bellavista 1000 us experienced low tidal while on a patient. This event happened after work order for pm and software upgrade were completed about an hour or so. The customer confirmed that there was no patient harm associated with the reported event and a different ventilator of the same make and model was placed onto the patient.

Manufacturer narrative:
Result of investigation: the product did not return for investigation. The reported issue was resolved with vyaire's field service representative (fsr) by going onsite to the facility to evaluate the bellavista unit. The fsr nstallied a new inspiratory block and replaced the missing tightening nut and screws to the inspiratory block. A base unit test as well as a full calibration was run and the system meets factory specifications.